Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system caught fire during a therapeutic procedure. There were no reports of patient harm.

Event description:
The malfunction occurred at the beginning of a cystoscopy right ureteroscopy, laser lithotripsy, stone basketing, right stent placement. The patient was under anesthesia and the procedure was not completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to component failure. However, the definitive root cause was unable to be determined, as the malfunction was unable to be confirmed. Olympus will continue to monitor field performance for this device.